Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and performed a power-on test and found the system reports error 32056. The fse then replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system had error 32056. Technical support engineer (tse) guided site to power cycle the system but issue remained. Site was completing as planned with 3 arms. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and in log reviews, the 32056 error and 1123 (p3=1) error were found on axes controller arm (aca) indicating i2c fault on yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was install onto a golden system where error 32056 was present during power up log the usm was then installed onto a patient side platform fixture test platform (pftp) where the fault check failed on yaw. Once testing was completed, the yaw searchlight ffc was aba tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.